Event description:
Baxter received a report from a baxter technician stating the code blue tone was not playing on unit. There was no patient/user injury reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the alarm. The baxter technician thoroughly inspected the nurse call device and was unable to duplicate the reported issue. The nurse call device functioned as designed. However, if the reported event of a code blue not alerting were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.